Event description:
It has been reported to co that preparation of the device went fine. The device was then inserted into the pt and inflated. The device would not maintain or hold inflation. The device was removed and replaced with another to complete the case.